Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: smooth serosa with 1 0.3 cm para tubal cyst. The cyst is sectioned to reveal a uniloculated cyst filled with clear serous fluid with a smooth cyst lining. The fallopian tube contains gray metallic coil. "Right fallopian tube with essure. The serosa is tan-pink and smooth and there is a 0.4 cm paratubal cyst. The cyst is sectioned to reveal a uniloculated cyst filled with clear serous fluid and a smooth cyst lining. Concurrent conditions included body mass index normal and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: chronic uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), abdominal distension ("gastrointestinal or digestive system condition type:bloating,") and hypersensitivity ("allergic or hypersensitivity reaction type: sensitivity to metal"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced constipation ("gastrointestinal or digestive system condition type: chronic constipation") and headache ("headache"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, vaginal haemorrhage, urticaria, bladder disorder, urinary tract disorder, migraine, anaemia, vaginal discharge, weight increased, constipation, abdominal distension and hypersensitivity outcome was unknown, the urinary tract infection, dysmenorrhoea, dyspareunia and headache had resolved and the fatigue, alopecia, back pain and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anaemia, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral occlusion achieved. Imaging procedure - on (B)(6) 2012: result : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs+mr received: lot number received. New events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: sensitivity to metals, infection (bladder/ urinary tract/vaginal) type: chronic uti, rashes or skin conditions type: hives, bladder or urinary, problems or changes, migraines / headaches, blood or heart disorder/condition type: anemia, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: chronic constipation and bloating, hair loss, lower back pain, lower abdominal pain were added. New reporters, plaintiffs information added. Concomitant conditions and lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy /allergic or hypersensitivity reaction type: sensitivity to metal') in an adult female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia, pregnancy, trochanteric bursitis, anemia, pain in hip, epidermal inclusion cyst, malaise, sinusitis, gerd and nickel sensitivity. Smooth serosa with 1 0.3 cm para tubal cyst. The cyst is sectioned to reveal a uniloculated cyst filled with clear serous fluid with a smooth cyst lining. The fallopian tube contains gray metallic coil. "Right fallopian tube with essure. The serosa is tan-pink and smooth and there is a 0.4 cm paratubal cyst. The cyst is sectioned to reveal a uniloculated cyst filled with clear serous fluid and a smooth cyst lining. Concurrent conditions included body mass index normal and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: chronic uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia") and abdominal distension ("gastrointestinal or digestive system condition type:bloating,"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced constipation ("gastrointestinal or digestive system condition type: chronic constipation") and headache ("headache"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, vaginal haemorrhage, urticaria, bladder disorder, urinary tract disorder, migraine, anaemia, vaginal discharge, weight increased, constipation and abdominal distension outcome was unknown, the urinary tract infection, dysmenorrhoea, dyspareunia and headache had resolved and the fatigue, alopecia, back pain and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anaemia, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral occlusion achieved presence of essure implant contraceptive. Imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Lot number:922603. Manufacturing date: 2011/11. Expiration date: 2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Case became incident. Event injury was replaced to nickel allergy. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.